Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complainant cc#(B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2013, the "physician didn't have great visualization." The physician also had some trouble cutting and maintaining distention. The procedure was aborted when the fluid deficit reached 2500cc. No treatment was required for the fluid deficit. The patient was discharged home. On (B)(6) 2013, it was reported the patient returned to the hospital the day after the procedure for a "small bowel resection". Additionally it was reported the "patient is doing ok." Based on the information obtained to date, no direct correlation can be made between the reported event and the myosure procedure. We have been unable to obtain additional information surrounding this event.